Manufacturer narrative:
(B)(4). Batch # p58277. Device evaluation: the analysis results found that a sr75 reload was received with both gripping surface and cartridge forks broken making the reload nonfunctional. No functional testing was performed due to the condition of the reload. The condition on the cartridge is consisted with an improper loading technique. Please reference the instruction for use for proper cartridge loading. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information provided: "did the patient have permanent damage?" No. "Did the patient need hospitalization or had hospitalization prolonged due to a product problem?" No. "Did the patient need to be reoperated to avoid or correct any damage?" No. "Did the patient have any serious damage?" No.

Event description:
It was reported that during an exploratory laparotomy procedure, the stapler reload did not run the blade and did not fire its staples. There were no patient consequences reported.